Manufacturer narrative:
(B)(4). Section h4 updated. Date of manufacturing not provided. Method: the complaint rt265 infant dual heated evaqua2 breathing circuit was returned to fisher & paykel healthcare (f&p) in new zealand where it was visually inspected. Results: visual inspection revealed a crack along one of the swivel wye ports. Conclusion: we are unable to determine the cause of the reported event. However, previous investigations into this issue have determined that the cracking has most likely occurred due to improperly mixed material in the batch. We have since contacted the supplier and arranged for them to supply the molding material with the two parts already mixed. The new pre-mixed material has now been implemented on the production line. Since the lot number was the subject circuit was not provided, it is not possible to determine whether the circuit was manufactured prior to or after this change. All rt265 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The user instructions that accompany the rt265 also state the following: - check all connections are tight before use. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - set appropriate ventilator alarms.

Event description:
A distributor reported on behalf of a healthcare facility in japan via a fisher & paykel healthcare (f&p) field representative that the swivel wye of a rt265 infant dual-heated evaqua2 breathing circuit was found to have a crack. There was no reported patient consequences.

Manufacturer narrative:
(B)(4). We are currently in the process of investigation. We will provide a follow up report upon completion of investigation.

Event description:
A distributor reported on behalf of a healthcare facility in (B)(6) tvia a fisher & paykel healthcare (f&p) field representative hat the swivel wye of a rt265 infant dual-heated evaqua2 breathing circuit was found to have a crack. There was no reported patient consequences.